Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown. All codes are applicable to both the ins and the extension. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had high impedances of 40,000 ohms on contacts 9, 10, and 11 on the right side during the revision. This led to a replacement of the extension and an ins revision. After the replacement, contact 8 still had high impedances. It was unknown what led or contributed to the issue. The issue was resolved at the time of the report. Additional information was received: it was reported that there were no further actions/interventions taken as the patient was fine and receiving good stimulation on contact 9.